Manufacturer narrative:
Batch review performed on 07 november 2022: lot 2101466: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 year from primary the surgeon performed a washout and revised the head and the surgery was completed successfully.